Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No e70 alarm in the alarm history screen. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and no delivery alarms. Customer declined to check their settings and to perform the high pressure test. Customer indicated that he is using an old pump as a back up plan and would like a new pump only. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.